Event description:
Pt also reports that one of his pumps (sn# (B)(4)) keeps alarming "blockage" once the medication reaches the volume of about 0.35 ml in the cartridge. Pt checks for clamps and kinks and cannot find any reason why it's alarming "blockage". Since the pump stopped infusing due to "blockage". Pt is forced to change his cartridge earlier. Pt switched to another pump. No adverse effect reported due to malfunction. Did the reported product fault occur while in use with a patient? Yes; did the product issue cause or contribute to pt or clinical injury? No. Is the actual device available to be returned for investigation? Yes. Did we (MFR) replace device? Yes. Reported to (B)(6) by pt/caregiver.